Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult insertion of a catheter is unconfirmed because the problem could not be reproduced. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stiffening stylet was returned for evaluation. An initial visual observation revealed blood use residues along the returned catheter. A kink along the stylet was observed at the 51 cm depth marker. A functional test of attempting to insert the catheter into a 4.5 fr micro introducer revealed no difficulty sliding the catheter into the dilator sheath. A microscopic observation revealed nothing remarkable along the distal end of the catheter. A measurement of the catheter shaft length along a steel ruler was approximately 60 cm with the inlaid stiffening stylet inside the catheter. It was observed that the measurement from the distal end of the stylet to the proximal end of the valve was about 1.2 cm in length. The measurement of the distance between the distal end of the stylet to the proximal end of the groshong valve is within the drawing specifications of dwg0051277, revision 002. While no deficiencies were observed along the returned catheter, observations of the complainant microintroducer were not possible as the device was not returned for evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there is no way to insert the catheter into the sheath because it is too soft and bends near the sheath entrance and gets stuck. After opening another kit and using that catheter, it was inserted successfully. There was no reported patient injury. 09/12/2024 it was found during an investigation that a kink along the stylet was observed at the 51 cm depth marker